Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the camera cord was not working. The device was not staying connected and the port was loose. The issue occurred at the beginning of a shoulder arthroscopy procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also identified a slice on the cable and no image due to a faulty charge-coupled device. A definitive root cause for all evaluation findings was unable to be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was reported, the camera cord was not working. The device was not staying connected and the port was loose. The issue occurred at the beginning of a shoulder arthroscopy procedure and was completed using a similar device. There were no reports of patient harm.